Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that the cause of the catheter leak was noted to be "patient was taking opioid medications." The catheter leak had resolved. Refer to manufacturing report number 3004209178-2018-02517 for the report of overdose due to oral opiates. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), indicating that there was a leak in the catheter. The patient was needing a higher dose of the medication. The catheter was replaced. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 50 mg/ml concentration at 0.327 mg/day dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient had starting dose 2 days prior to this report date post catheter revision was 2.4 mg/day. The catheter problem that led to the revision was not mentioned. Pump was to be restarted 20 hours after stopping continually until drug was changed. No further complications were reported.